Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed for factors relating to fibrin. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality were not under statistical control for the month of january 2025 therefore factors that may contribute to fibrin (floating clot) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was able to duplicate the customer¿s indicated failure mode (floating clot) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples showed a degree of the defect. All other visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure mode fibrin. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using four (4) bd vacutainer® sst¿ ii advance there were fibrin clots in the serum. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using four (4) bd vacutainer® sst¿ ii advance there were fibrin clots in the serum. There were no health consequences or impacts reported.